Manufacturer narrative:
Pr#: (B)(4). On (B)(6) 2014, the operator at (B)(6) alleged that during a clinical procedure, while setting up the scan, the couch became free floating. The philips customer support specialist (css) confirmed there was no harm to a pt, bystander, or operator and no rescan/reinjection was required. The css dispatched the field service engineer (fse). Upon arrival on the site, the fse was informed by the operator that they were able to complete the scan successfully by pushing the table top to the front manually. The fse then discovered that the customers had already re-secured the service latch. The fse tested the latch to ensure it was secured properly and that the system was fully operational. There were no part replacement. The fse was not sure of the reason of the unsecured service latch; he stated that it my have become loose by the table being bumped on a previous occasion. Engineering documented their eval as follows: when a failure of the latch occurs, the couch upper subframe is allowed to move, taking with it the carbon top and potentially any pt on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the pt support (table) during clinical use for scanning and pt loading/unloading. If the subframe is not latched to the base, the couch becomes freefloating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the pt. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for pt loading/unloading or for operating the system controls from the gantry panel. Furthermore, the pt is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the pt will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. The field safety notification (B)(4) that was sent to the field on 04/08/2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the pt support. The service manual changes are internal philips documents. Based on the info provided by the fse, a probable cause was determined that the service latch may have become loose by the table being bumped on a previous occasion. The fse was dispatched to the site, and upon arrival, the fse discovered that the customers had already re-secured the service latch. (B)(4).

Event description:
In this case, the customer reported that during a clinical procedure, while setting up the scan, the couch became free floating. The philips customer support specialist (css) confirmed there was no harm to a pt, bystander, or operator and no rescan/reinjection was required. The field service engineer (fse) was informed by the operator that they were able to complete the scan successfully. The fse arrived on site and discovered that the customers had already re-secured the service latch. The fse tested the latch to ensure it was secured properly and that the system was fully operational.